Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer stated that he was attempting to change the infusion set for the first time when he began to not feel well and lost consciousness. The customer stated that he woke up in the hospital. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. The customer was advised to consult with his doctor if the high blood glucose levels persist.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.